Event description:
It was reported that a patient was revised due to aseptic loosening of the femoral component. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR (B)(4).